Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure while dividing the lung tissue, the stapler did not fire. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit. Functionally, since the instrument was received without a single use loading unit a representative single use loading unit was used for functional evaluation. The instrument and representative single use loading unit were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.